Event description:
As reported per the edwards field clinical specialist (fcs), during removal of the transapical ascendra 3 sheath, once the purse-string sutures were secured, additional bleeding was noted further up on the lv wall about 1.5 cm away from the access site. The bleed was slow and initially thought to be from the aortic root. Upon further evaluation, it was determined to be coming from the access site and tunneling under the epicardial fat. Additional sutures were placed and the bleed ultimately subsided. The patient did receive 3 units of prbc and was given 500 ml of cell saver blood. The access site was closed and the patient was transferred to the ICU in stable condition. The root cause was noted as the patient¿s friable lv tissue.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the catheter site bleeding cannot be confirmed, however it was indicated that the patient had friable lv tissue, which most likely caused or contributed to the event. In addition, the patient was a (B)(6) female, which put her at higher risk for this bleeding complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.